Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/20/2016 with the following findings: during investigation, the cartridge compartment was found to be cracked at the threads with a piece of the case missing. Two cracks in the battery compartment were found below the bumper. Unrelated to the original complaint, the audio bolus button cover was damaged/punctured. The audio bolus button responded appropriately to user input.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was alleged that the cartridge compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.